Event description:
It was reported that the handpiece overheated during a procedure. The procedure was completed with another device. There was no delay and no allegations of adverse consequences associated with this event.

Manufacturer narrative:
The device has been received for eval. The investigation is ongoing. A follow-up report will be filed when the investigation is complete.